Manufacturer narrative:
A product development investigation was performed for the subject device (cortscr ø3.5 l30 ti, part number 404.030s, lot number l245628). The subject device was returned with the complaint condition stating: we have received the cortex screw 3.5 mm broken in to three pieces. The visual inspection has shown that one of the three broken pieces was not returned (left in patient¿s bone). The screw is broken close to the screw head and at the middle section. The threaded shaft is damaged and the hexagon on the head is rounded and worn. The damages at the thread were most probably caused during removal. Because of the damages, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. A review of the DHR for the provided lot numbers was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The measurable dimensions are well documented and all within the valid specifications. The used material was titanium ticp as required. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. The condition of the screw (rounded hexagon) and the usage sings, indicates that a mechanical overloading situation during screw insertion is most probably the reason for the breakage. Excessive contact with the plate due to an incorrect angle could be a possible reason. Based on our investigations, we conclude that the cause of failure is not due to any manufacturing non-conformance. Based on the provided information we are not able to determine the exact cause of this complaint. The condition of the screw (rounded hexagon) and the usage sings, indicates that a mechanical overloading situation during screw insertion is most probably the reason for the breakage. Excessive contact with the plate due to an incorrect angle could be a possible reason. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot# and UDI# (B)(4). Device history records review was completed for part# 404.030s, lot# l245628. Manufacturing location: (B)(4), manufacturing date: dec 27, 2016, expiry date: dec 01, 2026. Non-sterile part# 404.030, lot# l237135. Manufacturing location: (B)(4), manufacturing date: dec 14, 2016. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob & weight not provided for reporting. Additional classification codes: hwc, kwq, hrs. UDI (B)(4). (17) unknown (10) lot number unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was attempted. The report indicates that the: DHR-review was not possible as lot number does not match to article number. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the device was used in the surgery for the ulnar epiphyseal pseudoarthrosis on (B)(6) 2017. When the surgeon was fixing the va olecranon plate (4 holes), it was hard to insert the first cortex screw since the applied torque was too hard. The surgeon tried to remove the screw in the middle of the screw insertion, the screw head was broken first. Then the shaft of the screw was broken next when the surgeon tried to remove the screw shaft. A broken piece was left in the bone. The surgery was extended for 15 minutes. No information available about patient complaint involves 1 part condition and outcome. Concomitant part: 1x va olecranon plate this report is 1 of 1 for (B)(4).